Manufacturer narrative:
Concomitant medical products: (lot# rsc1028x). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after the implant, the patient experienced recurrent hernia due to failure of the mesh and the mesh had curled back and contracted. Post-operative patient treatment included mesh revision surgery.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a bilateral inguinal hernia. It was reported that after the implant, the patient experienced recurrent hernia due to failure of the mesh, the mesh had curled back and contracted, labs abnormal for rbc; rdw; ast; bili direct; creatinine, <(>&<)> adhesions. Post-operative patient treatment included mesh revision surgery, <(>&<)> hernia repair with mesh.

Manufacturer narrative:
Additional info: a4, b5, b6, b7, d8, e1 (street 1, city, region, postal code), g1, h6 (patient codes, ime e2402: labs abnormal for rbc; rdw; ast; bili direct; creatinine), <(>&<)> additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional info: a4, b5, b7, h6 (patient codes). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a bilateral inguinal hernia. It was reported that after the implant, the patient experienced pain, discomfort, defective mesh, recurrent hernia due to failure of the mesh, the mesh had curled back and contracted, labs abnormal for rbc; rdw; ast; bili direct; creatinine, and adhesions. Post-operative patient treatment included mesh revision surgery, and hernia repair with mesh.